Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure error c-34 occurred. The customer replaced the energy cables, with no change. The error c-34 was confirmed in the logs against the erbe. The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through an erbe power cycle, with no change. The isi tse walked the customer through connecting a force triad generator. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed during the procedure ports were placed when the issue was identified. The case was completed with the force triad.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis. The reported failure (error c-34/c-00) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.